Event description:
Patient underwent a repair of a non-union heel fracture. 7-10 post surgery the patient experienced an inflammatory response which the physician treated with IV antibiotics. Cultures were taken; lab work was ok. At this time the patient is still presenting with a red, inflammatory response", per complaint form. The allograft was implanted in 2004. The surgeon indicated that the surgeon indicated that the surgery site was not cultured and the pt is currently on steroid therapy. Patient has undergone a previous surgery that did not heal properly due to patient non-compliance, which warranted this procedure utilizing the opteform allograft disc and a distal tibia autograft. The surgery site from the autograft was without signs or symptoms of infection.